Event description:
It was reported, the patient's scs ipg became depleted due to the patient not recharging it for an extended period of time. The patient's ipg no longer communicates with external devices. The patient's ipg was replaced with a new one. Effective stimulation therapy was regained postoperative.

Manufacturer narrative:
Evaluation: results - complaint was confirmed for "patient did not recharge". As received, the ipg communicated with the patient programmer and displayed "stim off" message due to the lack of charge. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy to the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.